Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported event occurred after implantation. On an unknown date in 2012 the patient underwent hip surgery. A pfna (proximal femoral nail antirotation) was inserted and broke. After a few months, the patients hip symptoms worsened. On an unknown date a fragment of the pfna (proximal femoral nail antirotation) that had broken off was removed, and a new nail was inserted. It was also reported that on an unknown date in 2013 the patient underwent surgery for the implantation of a new hip. During this surgery, the remaining fragment of the broken pfna (proximal femoral nail antirotation) nail was removed. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Implant dates reported as; (B)(6) 2012. Explant dates reported as; happening in two stages; 1st ((B)(6) 2013) 2nd ((B)(6) 2013) device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.